Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances and was affecting stimulation. The patient underwent a procedure where the lead was removed and replaced. The explanted lead will not be returned as it was discarded by the medical facility.